Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of ventricular capture during a transtelephonic monitoring (ttm) follow-up. Attempts to obtain further information were unsuccessful.